Event description:
It was reported that this implantable cardioverter defibrillator exhibited variable right ventricular pace impedance measurements that remained within normal range. Technical services discussed with the health care professional to bring patient in to evaluate. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Further engineering investigation was conducted of the devices diagnostic data that was downloaded and submitted to boston scientific technical services for review. It was determined that the variable right ventricular pace impedance measurements was not associated with the device's spring contact and lead terminal ring as previously reported. As all available evidence indicates the cause of the event was due to the rv lead and not the device, this event is no longer deemed to be a reportable incident.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited variable right ventricular pace impedance measurements that remained within normal range. Technical services discussed with the health care professional to bring patient in to evaluate. The device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.